Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issues were verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the pump shut off unexpectedly. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200mg/dl.